Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash and some sores under the right armpit and breast area. It was reported that the rash was red and the skin appeared raw. The patient's physician advised the patient to remove the lifevest for an hour a day to help with the rash and sores. Follow-up indicated that the rash/sores have improved.